Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "aspiration from the main lumen showed unobstructed blood flow, but no blood was aspirated from the other lumen. Considering the possibility of lumen obstruction or thrombosis, flushing with heparinized normal saline was performed once, but patency was not restored. The single lumen was temporarily used, and the catheter was secured. As per medical order, strict aseptic technique must be observed when accessing the deep venous access device." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "aspiration from the main lumen showed unobstructed blood flow, but no blood was aspirated from the other lumen. Considering the possibility of lumen obstruction or thrombosis, flushing with heparinized normal saline was performed once, but patency was not restored. The single lumen was temporarily used, and the catheter was secured. As per medical order, strict aseptic technique must be observed when accessing the deep venous access device." There was no medical intervention required. The patient's current condition is reported as "fine".